Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons and had an alarm they could not accurately identify, but mentioned a possible unexpected restart alarm. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was 260 mg/dl at the time of the incident. The customer also stated that there was no significant event leading to the keypad issues. The time on the clock did not advance when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer reported a blood glucose level of 80 mg/dl prior to eating a snack and the high blood glucose level. The customer stated that their blood glucose has gone down to 200 mg/dl during the call. Troubleshooting for the high blood glucose and unexpected restart alarm was not performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with currents in spec. Unit passed rewind test, basic occlusion test, occlusion test, excessive no delivery test and displacement test. Unit unable to prime during prime test due to faulty force sensor resistor. No frozen screen noted. Unit passed self test and unexpected alarm error alarm test. No unexpected alarm. No button error alarm. Unit received with intermittent esc button response due to flattened button keypad dome. J2 keypad connector was found closed properly during visual inspection. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.